Event description:
Ambulance personnel responded to an apparent cardiac arrest from electrocution. The pt was connected to the device with disposable defibrillation/ECG electrodes, diagnosed with a shockable rhythm, and shocked x2. The second shock converted the pt's rhythm to asystole and CPR was continued, but the pt's rhythm did not convert to a shockable rhythm. According to the reporter, approx 20 minutes into the event, the device lost power and appeared to lock up. Power was cycled to the device to return operation, however, shortly after, the resuscitation effort was called. The reporter stated that the use of the device did not cause or contribute to the pt's death.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident and is awaiting device return for eval.